Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose. The customer¿s blood glucose at time of incident was 400 something mg/dl. Patient's blood glucose was 577 mg/dl at the time of call. Customer stated the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer treated for high blood glucose with insulin pump. Customer reported they have not contacted their healthcare professional regarding the high blood glucose. Customer decline to perform an high pressure test. Customer asked if he should do a bolus for the 577 mg/dl. Advised customer to confirm blood glucose if he wants to treat himself. Customer stated that blood glucose was 392 mg/dl. Customer asked if he should put carbs. Customer stated that he had a closed circle on the top of his pump. Customer states that he does not see an alarm on the pump was the stats screen. Customer stated that they also had blood glucose of 514 mg/dl. The pump will not be returned for analysis.